Event description:
It was reported that while in the cath lab an intra-aortic balloon (iab) was inserted via the left femoral artery. The physician inserted the super arrow-flex (saf) sheath with dilator. He then attached the blue one-way valve. Inside of the tray, he vacuumed the balloon twice and thought the balloon was tightly wrapped. He grasped the catheter closely and removed it from the tray horizontally per the instructions for use. He started to advance the iab through the saf and the catheter balloon stopped advancing even though he followed the procedure exactly. The md removed the iab and saf together, opened a new saf kit and finished the procedure via the same insertion site. There was no pt death, injuries or complications. No excessive bleeding was noted during the procedure. A delay of under 10 minutes was noted. The pt was fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.